Event description:
It was reported to boston scientific corp that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography. According to the complainant, during preparation to use the autotome, it was noted that it would bow, but then it would not straighten out again. The physician chose to use another autotome rx sphincterotome to complete the procedure. There were no pt complications reported as a result of this event.

Manufacturer narrative:
Would not straighten after bowing. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.